Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh was informed about an event which occurred after bathing procedure that took place on the carevo shower trolley. It was indicated that the caregiver has rolled the resident away in order to dry their back. As a result, the resident has rolled over the rails and fell to the floor, suffering lacerations over eye. The resident has been taken to the emergency room where the stitches to cut on forehead were applied.

Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received information about an incident that occurred in a (B)(6). According to the information that has been presented by the customer, during the bathing procedure the resident was placed on carevo shower trolley in supine position. In order to dry the resident back, the caregiver turned the resident sideways. While doing so, the resident was rolled on over the trolley side support and fell to the floor. The side support was in an outer position. In effect, the resident suffered lacerations to the forehead that required stitches. When reviewing similar reportable events, we have found a very low number of cases that may relate to the issue investigated here: person falling out of carevo shower trolley. None of these incidents referred to situation when the resident was rolled away from the carevo through properly locked side support, therefore issue voiced by the customer in this case appears to be an isolated occurrence. The device was examined by an arjohuntleigh representative after the incident. The condition of the device was assessed as good and the function test performed did not reveal any technical deficiency. The device which was used at the time of the event was identified as carevo shower trolley model bac1111-01 with serial number (B)(4). The device was manufactured in january 2016 and at the time of event it was used for almost one year. Carevo shower trolley is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. The product is equipped with two side supports to secure the patient clearly presented in the instructions for use (IFU 04.ba.08_9gb dated on september 2014). The side support has three positions: inner, outer (representing locked position) and down folded (representing unlocked position). The outer position can be adjusted for more space for the patient. Event description showed that at the time of the unfortunate event, the side supports were in outer position. It is very unlikely to roll the resident over the side support in a locked position. It is worth to be noted that the side supports of carevo device are designed to provide comfortable space and safety for the patient. Their height is designed to prevent the resident from falling out, no matter what locked position it is (inner or outer). From the additional information provided by the customer, the staff has never taken this equipment out of service because they believe that this event was caused by use error. Further education of the involved caregiver is declared to be provided by the customer facility. According to the IFU that was delivered together with the involved device: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." The caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. From the information collected to date, we came to a conclusion that the most likely cause of the incident was lack of a proper carefulness during rolling the patient, which resulted in the patient's fall to the floor. It seems that the failure to follow safety instructions and recommendation included in the device instruction for use was a primary cause of the event occurrence. If that element of use error was not in place, the event could probably have been prevented. In summary, the device was up to manufacturer's specification during the event occurrence - no malfunction was recorded; the shower trolley was used for patient hygiene and in that way it played a role in this event.